Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative was reported via phone call that they had a high blood glucose value in the range of 550 mg/dl to 350 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The insulin was leaking from the infusion set and the cannula was bent. The customer was bleeding at the site of insertion. Troubleshooting was performed for high blood glucose values. The device is not expected to be returned for analysis.